Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was reportedly not working. The patient was reportedly going to go to the hospital to have it checked. Additional information was requested but no further information was obtained. No adverse patient effects were reported. Evidence suggests that this device remains in service.